Event description:
It was reported the patient's pump was restarted in (B)(6) 2011. The doctor programmed a bolus to run over an hour to clear the catheter. About 20 minutes after the pump was restarted, the patient started having numbness across her stomach, back, and both legs. The patient also had weakness in her legs and was unable to stand. The patient had not yet left the exam room at the doctor's office at the time of the event. The doctor stopped the bolus, and reduced the dosage of the drug. After about 2 and a half hours sensation returned slowly, and the patient could walk again. The doctor gave no reason why these symptoms developed. The drug contained in the pump was not reported. Additional information received reported that the patient was still having concerns regarding the device/therapy, but was working with their physician. It was reported that the patient last had appointments on (B)(6) 2012.

Event description:
Additional information: per the nurse, it was believed that the weakness and numbness was due to medication getting into system again. To the nurse's knowledge it had not occurred again. They recently did a refill on patient and everything was fine. Later, it was further reported that the health care provider (hcp) had the patient at a delivery rate of 4 mg of hydromorphone; significantly reduced rate compared to previous rate. It was noted that the next refill following the event was on (B)(6) 2012 and the patient was doing fine. The hcp had the patient come in 7 days after.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Catheter model # 8596 serial # (B)(4) implanted on: (B)(6) 2006 explanted on: unknown; catheter model # 8709 lot # j0058167r implanted on: (B)(6) 2001 explanted on: unknown.